Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, metallosis, loosened acetabular cup, and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2011. There has been no reported revision procedure of the left hip to date. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular component were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-04264/04267).